Event description:
Boston scientific received information that the patient reported feeling weak and felt a shock sensation from the pacemaker. The patient was seen and device evaluation revealed that there were three episodes of atrial fibrillation that were preceded by sensor driven pacing at about 110 bpm while the patient was at rest. The field representative consulted with boston scientific technical services (ts) and troubleshooting options were discussed. The minute ventilation portion of the activity sensor was programmed to passive and medications were adjusted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.